Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was stepped on prior to the malfunction occuring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.